Event description:
Boston scientific crm received info from the local sales rep (sr) that this right ventricular (rv) lead was being revised due to poor r wave amplitudes. The sr stated that the pt has coronary artery disease with blockage in circumflex. The physician repositioned the lead higher on the septum and obtained r-waves of 8-9mv from the 1.5v previously observed. As the product remains in service, it will not be returned for analysis and boston scientific cannot confirm the clinical observation. There is no additional info related to this event available, to the company at this time. If additional info becomes available, the event will be updated as necessary. An event date was not made available.